Event description:
The patient reportedly experienced intermittency and sound quality issues with his device. External equipment was exchanged and programming adjustments were made. However, the problems were not resolved. Testing indicated that the device was functioning. Surgery to explant the device will be scheduled.